Event description:
Rptr states doing back to back blood glucose tests, within mins. Results were 207 and 271mg/dl. Rptr did not have any symptoms. A control solution test result of 133mg/dl was in range. No harm was alleged.